Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and related to therasphere administration and possibly to patient disease progression. Btg medical assessment: male (B)(6), hcc diagnosed the (B)(6) 2016 with a biopsy, one nodule in segment vii, afp 7661.1 ng/ml, child a5, bclc c (ecog 1), therasphere® administration the (B)(6) 2016, 3 vials administered, lobar administration, total activity administered= UK, lung shunt 16.5%, second therasphere treatment administered for progression on the (B)(6) 2018, 2 vials, selective administration, location of administration unk, total activity administered= UK, lung shunt 7%. Patient developed upper abdominal pain after procedure (B)(6) 2018 and went to local ed (B)(6) 2018 and was admitted at the hospital (B)(6) 2018 and given oral pain medication and discharged. The patient was explored with CT scan of abdomen ((B)(6)) and angio CT for chest ((B)(6)), that does not show, any abdominal and pleural effusion, no gastric disease, no pancreas disease. Only images related to disease progression to lungs and progression of cirrhosis (splenomegaly, and esophagus varices). After discharge (B)(6) 2019 dull pain persisted and received celiac plexus block and followed by pain specialist who prescribed long acting pain medication. Due to progression of the disease out of the liver, the patient started another anticancer treatment (immunotherapy) no device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. Abdominal pain is an anticipated adverse event as per the IFU/risk management documentation. At this time this report is considered final.

Event description:
Subject (B)(6) is a (B)(6) male patient enrolled in the (B)(6) study. This patient was diagnosed with hcc on (B)(6) 2016. Liver status: liver cirrhosis, hcc etiology: (B)(6), solitary lesion at: vii, bclc classification: bclc c (ecog 1), therasphere was administered on (B)(6) 2016 and the patient was discharged within 24 hours. 3 vials administered, lobar administration, total activity administered= UK, lung shunt 16.5%. Second therasphere treatment administered for progression on the (B)(6) 2018, 2 vials, selective administration, location of administration unk, total activity administered= UK, lung shunt 7%. On an unknown date in (B)(6) 2018 - following 2nd treatment on (B)(6) 2018: patient developed upper abdominal pain after procedure (B)(6) 2018 and went to local ed (B)(6) 2018 and was admitted at the hospital (B)(6) 2018 and given oral pain medication and discharged. The patient was explored with CT scan of abdomen ((B)(6)) and angio CT for chest ((B)(6)), that does not show, any abdominal and pleural effusion, no gastric disease, no pancreas disease. Only images related to disease progression to lungs and progression of cirrhosis (splenomegaly, and esophagus varices). After discharge (B)(6) 2019 dull pain persisted and received celiac plexus block and followed by pain specialist who prescribed long acting pain medication. Due to progression of the disease out of the liver, the patient start another anticancer treatment (immunotherapy). The events were not reported to btg by the investigator in 2018.